Manufacturer narrative:
Event date (B)(6) 2017 (reported first device effected). Reported a total of 3 pumps destroyed and one ac adaptor but unknown which was the "first" pump effected.

Event description:
Information was received indicating that a smiths medical cadd® ambulatory pump ac adapter destroyed three pumps. It was reported that is caused the pumps to have oscillated output between 7 to 19-21v. There were no reported adverse patient effects.